Event description:
A peritoneal dialysis (pd) registered nurse reported during a follow-up that a month ago, the patient's IV pole fell onto his arm and broke one of his fingers. The patient involvement was unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).